Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for longer than 48 hours. The patient was taken to the emergency room and diagnosed with a skin infection. The patient's blood glucose levels reached 68 mg/dl while wearing the pod. Symptoms reported include hypoglycemia, bleeding, a fever of 103, pain, skin infection, and edema. The patient was treated with their doctor excising the infection site and cleaning it out as well as giving them an injection of rocephin im. The patient was prescribed clindamycin 300mg to take one capsule two times daily for 14 days. The patient was released the same day. The patient removed the pod before going to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.